Event description:
Rn for home pt reports white twist sleeve of minicap transfer set was loose on set and able to be pushed down the set. Rn noted the occluder feet were broken beneath the white twist clamp of the set. Pt noted this during scheduled clinic visit after approx 2 months of use. Rn performed a transfer set change and reports no pt injury or medical intervention as a result of the incident. Rn states pt does not use a disinfectant on the clamp and does not believe pt used excess force during use of the clamp.